Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in (B)(6) 2019. Evaluation of the returned instrument shows that the tips are loose and misaligned, and the jaw pivot pin is pushed thru one side of the damaged/bent outer tube assembly. There are no components missing from the returned instrument. This instrument was disassembled for further evaluation and it was found that the drive rod fingers are both damaged. We are able to validate this complaint. We are unable to determine what caused the drive rod fingers to become damaged and for the jaws to become loose and misaligned and for the jaw pivot pin to be pushed thru one side of the bent damaged outer tube assembly but mishandling at the end users facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the pivot pin got detached and the jaws of the applier got broken during use. Therefore, another applier was used instead to complete the surgery. Nothing fell/remained in the patient and no injury to the patient was reported. The applier was purchased by the hospital within 1 year.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the pivot pin got detached and the jaws of the applier got broken during use. Therefore, another applier was used instead to complete the surgery. Nothing fell/remained in the patient and no injury to the patient was reported. The applier was purchased by the hospital within 1 year.